Manufacturer narrative:
No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade I, alcl concern and rupture.

Event description:
Physician reported a left side rupture, capsular contracture baker grade 1 and "concerns for alcl". Device has been explanted.